Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.